Manufacturer narrative:
(B) (4). Findings/action: found and replaced defective pneumatic control switch assembly. Biomed technician ordered the part and installed it. Checks okay and was returned to service.

Event description:
It was reported per field service report: symptoms: urge failure alarms when trying to pump. No pt complications.